Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and the physician questioned if the issue may be related to a device circuit error that can occur while the device is processing an atrial-sensed event. No device malfunction (no pauses) was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error. It was later clarified with the physician's office that the fall was related to the patient's illness; the "legs gave way" while walking. The device was prophylactically reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.